Event description:
It was reported that after the insertion of a port on the arm, the patient reacted with a large scab. The site had to be excised and sutured closed. Dermabond was applied to a new port that was placed in the chest, the patient is undergoing a similar reaction. As per follow-up received on 12/05/2007, the dr reported that he inserted the port in the patient left arm. The area had been prepped with chloraprep and wiped clean with normal saline. The incision site was closed with a sub-q stitch and then dermabond was applied in approx 3 layers. A week later, the patient returned and the dermabond was gone and the patient had developed an erythematous area around an eschar in the area where dermabond had been applied. The patient was placed on oral antibiotics. Shortly there after the scab came off. The port was excised and closed with suture and steri-strips. A new port was placed in the patient chest and tunneled to the right ij, two small incisions were made. These incisions were closed with a sub-q stitch and dermabond applied in 3 layers. At this time, the two incisions from the second port placement looked the same as the first, they have a eschar. No treatment has been taken for these two incisions.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that patients treated with dermabond topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.